Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster cs and the catheter had a bubble over one of the electrodes. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection was performed. Visual inspection revealed no damage or anomalies on the device. A microscopic examination was also performed: no issues were observed. The electrode damage reported by the customer could not be confirmed. The "bubble" mentioned may be the anchor window of the catheter, which is a normal feature. The lot number provided by customer could not be verified as a valid lot number and it could not be acquired through the device evaluation. Therefore, manufacturing record evaluation could not be performed. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 31-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a webster cs and the catheter had a bubble over one of the electrodes. The issue was noticed when they opened the webster cs. The catheter was replaced and the issue resolved. There was no patient consequence.